Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain, itchiness, redness and a pale yellow exudate due to infection at the pocket site where their implantable pulse generator (ipg) was implanted. Cultures were taken. The implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.